Event description:
During coil embolization within an aneurysm, difficulty was experienced with the syringe and could not detach the coil. The coil was removed from the microcatheter and another coil and new syringe were used to complete the procedure. The coil was inspected prior to use. Continuous flush was maintained within the microcatheter. There was no adverse consequence to the patient. The products have been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted 30 days upon receipt.